Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the universal surgical manipulator (usm); however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the customer received a 319 fault on the system which was pushing them to disable the arm. Prior to calling in the issue, the staff had power cycled the system a few times, but the issue remained. The technical support engineer (tse) reviewed the logs and confirmed the issue. The tse walked caller through a hard power cycle on the patient side cart (psc), but the issue remained. The tse advised the system could still be used as a 3-arm system without arm2 if the customer wished to proceed. The surgeon declined and converted the procedure to open surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system and the system powered on without error. The patient did tolerate the change from the conversion to open surgery. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported error was replicated. The usm was also tested on an in-house system in normal mode where it triggered error 319. The usm was tested on a testing platform where it failed the fiber test. The reported issue was confirmed through failure analysis testing.

Event description:
Refer to h10/h11 for follow-up information.